Event description:
The olympus loaner device, endoeye flex deflectable videoscope, was sent to the olympus service center. Upon inspection and testing of the returned device, it was discovered had an e216 scope communication error. There was no patient involvement.

Manufacturer narrative:
The loaner device was returned to olympus. Upon inspection testing of the returned device, it was discovered, there was an e216 scope communication error. In addition, it was noted, the image disappears when angled, the bending section adhesive was chipping, the angle was insufficient and the video connector had a crack. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit or a problem with the board inside the video connector. Olympus will continue to monitor field performance for this device.